Event description:
The customer contact reported during preventative maintenance testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device was returned to the biomedical dept with a report that the device did not turn on using ac and dc power, and the pump was damaged from battery leakage. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.